Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of rager moves stiffly through the canal. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted where a crack on the distal end was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.